Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 270 mg/dl. The customer stated that there was no significant event leading to the hospitalization, only that his doctor had advised him to go. He was wearing the insulin pump at the time of admittance. He stated that, prior to eating, the blood glucose reading was 408 mg/dl. He added that he had treated before eating, and after an hour, the blood glucose reading was 399 mg/dl. He also noted that his kidneys were not doing very well, and protein was found in the urine. The customer reported issues with a bent sensor as well. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.